Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (dual alarm failure) issue. It was alleged there were quiet sounds. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because if the auditory and vibratory alerts are not functional, the user may be unaware of alarms or warnings, leading to the potential for under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/25/2017 with the following findings: a review of the pump settings showed, the temp-basal sound was set to off, and all other sound features were set to high. The auditory alarm was inoperable during testing. The pump cover was removed to find the piezo contacts misaligned. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad.